Event description:
It was reported to philips that system was unable to power on the device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to power on. The quote was not approved by the customer and there was no service provided from the philips. Till date there was no reoccurrence reported. The codes were updated based on the investigation outcome.